Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile change prior to damage) issue. It was reported that the up, down, and ok buttons have to be pressed multiple times. This issue was noticed a few months ago. It was also reported that the rubber over the buttons is starting to come off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/1/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and the keypad symbols were worn and the cover was peeling. Investigation revealed that the ¿down¿ and ¿up¿ buttons were responding intermittently while the contrast and ¿ok¿ buttons were responding properly. Upon removal of the keypad cover, contamination was found under the ¿ok¿, ¿up¿ and ¿down¿ button contacts.